Event description:
It was reported that the right atrial (ra) lead had suspected insulation damage with low bipolar impedance and loss of bipolar sensing. During a routine device change out it was attempted to implant a new ra lead, but it was not possible due to an occlusion. The attempted ra lead was removed and the existing ra lead was reprogrammed to unipolar pacing and sensing with acceptable values and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (B)(6) 2005, 4024 implantable pacing lead (B)(6) 1999. (B)(4).